Manufacturer narrative:
The tip of the cannula was observed to be torn off, however, the timing and cause of the damage could not be determined. The soft cannula was measured to be shorter than the intended length. Due to the damage to the soft cannula, the complete fluid path could not be tested to confirm the reported issue. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels exceeded 250 mg/dl while wearing the pod for less than 1 hour on the arm. The site was leaking insulin. As treatment for hyperglycemia, a new pod was applied.